Event description:
It was reported that during treatment cardiosave intra-aortic balloon pump (iabp) a "gas loss alarm" occurs. No harm reported.

Manufacturer narrative:
Updated fields - b4,b5,d9,d10 g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field-h6 (health effect ¿ clinical code and health effect ¿ impact codes). It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. The alarm occurred at around 10:00 on (B)(6) 2025. A getinge field service engineer was contacted over the phone and a request was made to manually refill the helium. After doing so, the alarm was confirmed to have improved and the unit afterwards was still being used for clinical use. No adverse event reported.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). Due to character limitation e1 (event site city name): (B)(6) due to character limitation e1 (initial reporter name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) a "gas loss alarm" occurs.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, e1 (event site telephone), h3, h6 (type of investigation, investigation conclusions).

Event description:
N/a.